Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020. After further investigation, there was no allegation of touchscreen malfunction or failure. The touchscreen was changed proactively per the recall number z-1152-2020 & z-1153-2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date recv'd by MFR: 22may2020. Serial# is unknown. Investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
The customer reported defective touchscreen. There was no patient involvement.